Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on gastric tissue, the blade shoved a slice of the reload off at the distal end on the specimen side which was evident upon opening the jaws of the load. The blade was deviated as it was being fired. The shaved material was contained within the jaw. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the cutting edge of the knife blade was damaged and the edges of the knife blade channel were scraped and shaved functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when an obstacle has been incorporated in the jaws during application. This can damage the knife blade as well as push it into the edge of the blade track. When the knife blade makes contact with the edge of the blade track it will scrape along the track and can gouge or shave small pieces from the cartridge. The information booklet which accompanies each product shipment cautions the user as follows: - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.